Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection in the past but couldn't give details since it was in the past and at a different doctor's office.